Manufacturer narrative:
The lens was returned. Viscoelastic and blood were observed on the lens. The lens has ben cut into two pieces across the optic. The power and resolution could not be evaluated due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into two pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 21.0 diopter (add power +2.2/+3.2) was exchanged for a non-company 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implantation, the patient complained of blurry vision. The patient also complained that at night all lights seem to blend together. The lens was removed and replaced with another non-company lens in a secondary procedure.